Event description:
A customer contacted a baxter clinical manager to report an issue with one cl non-dehp sec. Med set luerlock and hanger no distal connec secondary set. This set was connected to a y-site from the primary set and was observed to experience a no-flow after being connected. There was no patient injury or adverse event in association with this report, though delivery was delayed about 30 minutes. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.